Event description:
It was reported by the customer that on (B)(6) 2010 the fiber cap detached at 10,120 joules. Also, it was reported that the fiber cap was not retrieved. No pt injury was reported. A device eval is pending.